Event description:
A user facility returned the olympus asset (loaner) ultrasonic gastrovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, the scope had deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating. In additional, the scope acoustic lens had scratches which reaches to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber adhesive worn, and connecting tube had coating peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to dropping or knocking, or by user¿s handling. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcefully or suddenly forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.